Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse sustained a needle stick injury from the bd eclipse¿ needle when the safety shield failed to activate after injecting the patient with an influenza vaccine. The nurse reportedly attempted to activate the safety button by pressing it against a table. However, no medical intervention has been reported to date. The following information was provided by the initial reporter: when giving the second influenza vaccination for the day, a competent infection control consultant/nurse immunizer sustained a needle stick when activating the safety cover of the needle. The nurse admitted to trying to activate the safety off a table push.

Event description:
It was reported that a nurse sustained a needle stick injury from the bd eclipse¿ needle when the safety shield failed to activate after injecting the patient with an influenza vaccine. The nurse reportedly attempted to activate the safety button by pressing it against a table. However, no medical intervention has been reported to date. The following information was provided by the initial reporter: when giving the second influenza vaccination for the day, a competent infection control consultant/nurse immunizer sustained a needle stick when activating the safety cover of the needle. The nurse admitted to trying to activate the safety off a table push.

Manufacturer narrative:
Visual inspection: all 2 samples were subjected to visual inspection. There were no deformation/damage observed on the eclipse hub and safety shield. No breakage observed on the safety lock pin. No assignable root cause could be established as the investigation revealed no abnormalities associated with the returned representative samples and all tested samples have passed the inspection. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch.